Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. A manual correction injection was delivered to address bg. System check was being performed by tandem technical support. However, customer declined to complete the check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.